Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's nurse removed the lifevest off the patient, as the lifevest is "too tight - making it hard to breathe and the electrodes are digging into her skin". There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patients nurse and physician told the patient to remove the lifevest while under their care at the hospital. Outcome: the patient declined trying a larger size garment and returned the lifevest.